Event description:
It was reported that the patient died. The target lesion was located in a proximal to mid vessel. Two promus premier select stents, a 3.50 x 12mm and a 3.00 x 12mm, were implanted to treat the lesion without issue. Post procedure the patient was under observation and subsequently died the next day due to blockage in the artery.

Event description:
It was reported that the patient died. The target lesion was located in a proximal to mid vessel. Two promus premier select stents, a 3.50 x 12mm and a 3.00 x 12mm, were implanted to treat the lesion without issue. Post procedure the patient was under observation and subsequently died the next day due to blockage in the artery. It was further reported that the 80% target lesion, with a moderately angulation, was located in a severely calcified, moderately tortuous lesion. There were no issues with stent deployment. In physician opinion, death was related due to other post procedural issues and there was no direct relationship found between promus premier select and death.